Event description:
It was reported that cgm displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through pump reset, error message did not recur, and caller chose to resume cgm session and insulin therapy independently with option to call back if further help was needed.